Event description:
The tech alleged that the brake casters would swivel when pushed from side while in brake mode. No injury reported.

Manufacturer narrative:
The tech replaced the brake casters and the brake detent mechanism to resolve the issue.